Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, high pacing lead impedance, and helix mechanism issue. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was overtorqued inside the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. After cleaning the distal end of the lead, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to helix being clogged with blood/tissue and overtorqued of the inner coil. The reported events of failure to capture and high pacing lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies except for procedural damage.

Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2024. During procedure, the right ventricular (rv) lead dislodged and there was high capture thresholds and high pacing impedance. Repositioning was attempted but the lead helix would not extend. The lead was not used and replaced within the same operation. Post-procedure the patient was stable.